Event description:
During cardiac catheterization, a small ring propped off from the catheter. Attempts to retrieve were unsuccessful. A decision was made to leave ring lodged in a small vessel. No further attempts were made to remove.